Event description:
While checking outdates on supplies, rn noted inner blue packing appeared to be torn in several locations inside sterile outer packaging.====================== manufacturer response for x-ray detectable towels, acti sorb o.r. Towels, x-ray detectable (per site reporter).====================== I called the manufacturer to ask about manufacturer date. Was given an email address to send request to but email was returned as invalid.